Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the console generated an alarm and it was noted that the aortic pressures were reading high on console. The md "re-adjusted iab", determined it was kinked, and replaced it with a new one. The iab was in use for approximately 53 minutes before removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial report occupation: cardiac cath lab administrative assistant. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: brand name, unique identifier (UDI) #, version or model #, catalog #, PMA/510(k)#. / device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned over the membrane. One kink was observed on the catheter tubing approximately 42.4cm from the iab tip. The extender tubing and dilator were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event of a kink was confirmed by the evaluation. However, the reported event of ¿alarm, unknown & difficult/ unable to monitor pressure¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).